Event description:
The angled medium saber attachment, which was used for educational lab training purposes only, was received through marketing for evaluation, and it overheated while being tested by the manufacturer service technician. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
Quality evaluation visually confirmed that there was no lubrication in the nose bearings.